Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000126907.

Event description:
It was reported patient experienced ineffective therapy and pain at ipg pocket site. System diagnostic recorded high impedances. Surgical intervention is pending to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Corrected data: h11: additional narrative/data component most likely removed since the left lead was the device associated with the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg and left lead were explanted and replaced. Effective therapy was restored post operatively.